Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no communication due to buttons not responding.

Event description:
It was reported that the insulin pump had been requested to be replaced by sales representative. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.